Manufacturer narrative:
This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. (B) (4). (B) (4).

Event description:
The customer contact reported, a tubing ruptured while in use with a power injector; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified contrast media via a power injector at a rate of 3ml/sec. After an unspecified length of time in use, the tubing set ruptured and an unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.